Event description:
It was reported that an unspecified number of needle 18x1-1/2 ll eclipse experienced needle hub hole/cracked/damaged which was noted during use. The following information was provided by the initial reporter: defect in the connector that attaches in the syringe. The problem was noticed prior aspirating medicines and prior use in patient. The part defective corresponds to the part that attaches in the syringe luer. The hub seems to be smashed, so it is not possible to attache the syringe. There was no damage.

Manufacturer narrative:
H.6. Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified and no deviations were found for this batch. The sample made available by the client for evaluation allowed an investigation and the root cause of the incident to be determined. The root cause for this failure mode was due to a shield mount cannon screwing. In this step a misalignment of the needle guard occurred, damaging the hub. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 18x1-1/2 ll eclipse experienced needle hub hole/cracked/damaged which was noted during use. The following information was provided by the initial reporter: defect in the connector that attaches in the syringe. The problem was noticed prior aspirating medicines and prior use in patient. The part defective corresponds to the part that attaches in the syringe luer. The hub seems to be smashed, so it is not possible to attache the syringe. There was no damage.